Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 29 mmol/l at the time of incident. Customer stated the other blood glucose value was 12.4 mmol/l, 12 mmol/l, 20 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Customer alleged that the insulin pump was under delivering. Customer declined troubleshooting. The insulin pump will not be returned for analysis.